Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged device has service required message and difficulty breathing. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally and internally, observed significant unknown white, and tan contamination (dust like), at the air inlet of the blower box. Unknown white, and tan (dust like) contamination, in the iso port (international organization of standardization.) Dust like contamination on top and bottom of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box, brown and black dust like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. Unknown tan (dust like) contamination on the bottom of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found five error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that they were able to confirm the customer complaint of service required with multiple errors. There was no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device has service required message and other thermal issue. The patient alleges difficulty breathing/short of breath. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.